Event description:
A customer reported getting an unusually high reading of approx 200mg/dl on their freestyle meter. The customer administered 45 units of insulin and an hr later became unresponsive. The customer reports that the paramedics were called and she was taken to the hosp where she was given an IV, orange juice with sugar and cookies.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.